Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed high defibrillation impedance on the right ventricular (rv) lead. No changes or interventions were performed. The patient condition was unknown.

Manufacturer narrative:
The reported event of high defibrillation impedance could not be confirmed. As received, a partial lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
New information notes that the right ventricular (rv) lead was explanted and replaced.